Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a follow up, decreased sensing, decreased pacing lead impedance and increased threshold were observed. Vt episodes were noted and one atp therapy was delivered. X-ray revealed lead dislodgment. The lead was explanted and replaced with no consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.